Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed intermittent antenna icon.

Event description:
Patient' mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient' smother did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient's mother to return the device to be investigated.